Event description:
Elegance clinical study: it was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa), left mid sfa extending to left distal sfa with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, balloon angioplasty was performed with 5.0 mm x 200 mm and 6.0 mm x 220 mm sterling pta balloons. The treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 6 mm x 150 mm and placement of 7 mm x 120 mm eluvia drug eluting stent. Following post dilatation with 6.0 mm x 100 mm sterling pta balloon, the final residual stenosis was noted to be 9%. On (B)(6) 2022, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted in the target lesion due to ranger drug coated balloon of 6.0 mm x 150 mm. In response to the dissection noted, bailout stent was placed. On (B)(6) 2022, the subject visited the hospital with complaints of recurrent abrupt onset of left lower extremity claudication with rutherford category of iii and subsequently arterial duplex was performed which revealed in the left leg 50-74% stenosis in the common femoral artery, 75-99% stenosis in the profunda femoral artery, total occlusion of superficial femoral artery and occlusion of anterior tibial artery. Based on the above findings, the subject was scheduled for angiogram with possible intervention on later date. On (B)(6) 2022, the subject revisited the hospital for planned bilateral angiogram for recurrent claudication. On arrival, subject complaints of calf and hamstring pain after 30 seconds of ambulation and physical examination revealed 1+ femoral pulse on right and left side. Subsequently, subject was hospitalized, and lower extremity angiogram was performed which revealed in the left leg minimal luminal irregularities of vessel in common iliac artery, external iliac artery, and common femoral artery, 100% in-stent restenosis of proximal and mid superficial femoral artery, 100 stenosis in mid anterior tibial artery. On (B)(6) 2022, 182 days post index procedure, 100% stenosis noted in the left proximal sfa and mid sfa was treated with atherectomy followed balloon dilation using 7 mm x 150 mm and 6 mm x 200 mm ranger drug coated balloon and placement of 6.5 mm x 150 mm supera drug eluting stent in mid sfa. Post procedure, the final residual stenosis noted to be 0%. On (B)(6) 2022, the event was considered to be resolved. On(B)(6) 2022, the subject was discharged from the hospital on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6).